Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. Instructions were given for ultrasonic removal. Doctor will atempt to retrieve, but will refer to an endodontist if unsuccessful. Pt follow-up will be required and reported, as info becomes available.